Event description:
The customer reported that the system was not fluoroing, and there was a generator error. Also the system was making a grinding sound.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep reseated the table system interface board. He turned the system on five times without failure.